Event description:
The patient reported that an e4 (occlusion) error was displayed on her infusion device and she cleared the error by changing the infusion set. Two days later her blood glucose elevated to 350 mg/dl and she changed the battery and the infusion set. She bolused to lower her blood glucose and increased her basal rate by 0.1 u/h. Two days later she woke up at 6:00am and her blood glucose was elevated to 269 mg/dl. She bolused through the infusion device but her blood glucose remained elevated and measured 385 mg/dl at 4:00pm. She bolused insulin via pen to lower her blood glucose. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.